Event description:
It was reported to st. Jude medical that the ICD was found in a hardware vvi backup mode and could not be interrogated. It was alsos reported that the ICD was premature eol. The device was explanted.